Manufacturer narrative:
Section a2, a4, a5: unknown/ not provided. Asku. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during lens implantation, the intraocular lens (iol) had a noticeable defect. Second backup lens used minor delay no issues with second lens. No harm to patient. Daily activities not affected. No further attention was needed, no delay, no sutures, directions were followed. Iol was disposed of. It was stated that the implant date noted in the report was actually the event date, then the lens was removed and replaced by second back-up lens on that same date when the lens defect was noticed. It was noted that event could be possibly due to lack of hydration time. Additional training will be implemented. No other information was provided.

Manufacturer narrative:
Corrected data: in review, it was noticed that an incorrect customer account address was indicated in the initial report submitted for section e1. Also, it was noted that section g2: report source was not populated. This supplemental MDR report is submitted to correct these. Fields below updated accordingly. (B)(6) section g2: report source (box for company representative checked). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.